Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and apogee and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent exploratory laparotomy with resection of distal jejunum due to small bowel obstruction on (B)(6) 2008. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent mesh removal on (B)(6) 2012 due to eroded mesh. No additional information was provided.